Event description:
On (B)(6) 2012 the healthcare professional/reporter contacted animas to report the patient obtained elevated blood glucose readings and was admitted to the hospital with dka. On (B)(6), 2012 the patient obtained a reading of "hi mg/dl" (greater than 600 mg/dl). A review of the pump history revealed the pump gave a "replace battery" alarm on (B)(6), 2012 at 7:46 am. The patient did not address or clear this alarm. The patient did not receive any insulin bolus doses until the pump was primed at 6:26 pm. On (B)(6) 2012 the patient was admitted to the hospital in dka. The reporter provided no specific symptoms or blood glucose levels the patient experienced during this event. Troubleshooting revealed the pump total basal/bolus doses given correctly matched those programmed; there were no reported issues with the infusion set or infusion site. There was no evidence the pump was not accurately delivering insulin. The patient's technique was incorrect by not clearing a "replace battery" alarm. However, as the patient suffered dka and was admitted to the hospital after this issue occurred, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.